Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. The instrument channel was clogged and pinkish residue was found exiting the channel while brushing. Tears and scrapes were found on the instrument channel. Insertion tube had minor scratches and was deformed. The control knob exhibited low tension in the up/down direction. The angle wires were stretched and exhibited play. Crack of resin part of the distal end cover and crack of adhesive on the bending section cover was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope was cleaned with a brush four times and every time, the brush turned out black in color after cleaning. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the pinkish foreign material was detergent that was used to reprocess the device. Additionally, it¿s likely the foreign material was not removed due to physical stress of the device. However, a final root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿residual disinfectant solution and residual detergent solution may cause adverse reactions in patients. Therefore, rinse all external surfaces and channels of the endoscope and accessories thoroughly with water to remove residual disinfectant solution following disinfection and residual detergent solution following cleaning.¿ olympus will continue to monitor field performance for this device.